Event description:
It was reported that the autopulse worked for about 5 minutes and stopped (after defibrillation) and indicated "replace battery". Later, using a test manikin, twice the autopulse indicated "align patient on platform close lifeband and press start to continue". It then worked for 1.5 minutes and indicated "pull up lifeband and press restart". User advisory 17 (max motor on time exceeded during active operation) was then indicated. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.